Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead caused one inappropriate shock. Impedance and trends all within normal limits, slight noise on a channel at same time. Rep will ask patient about external noise and try isometrics in clinic today. Should additional information become available, this file will be updated.